Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: according to the provided information, a hair was found intra-operatively inside the packaging of the saw blade. Therefore the blade was not used due to concerns regarding the sterility. There were no consequences for the patient. A new saw blade was used to continue the surgery. The packaging has been opened but is in good condition. The saw blade and the packaging has been examined optically. The hair can clearly be seen inside the packaging. The device history files have been checked and found to be according to the specification, valid at the time of production. There is no indication for a manufacturing/packaging error. No similar complaint registered under the above mentioned lot 523355109. Due to the fact that the packaging was opened at the hospital, it is not replicable if the hair got into the package during the manufacturing process or during use in the hospital. However, on the basis of the device history records there is no indication for a packaging failure. Furthermore, the packaging of these products is a mechanically process which should reduce the risk of such failures. It is assumed the failure is not product related. A CAPA is not necessary.

Event description:
Country of complaint: (B)(6). During open the package there was a hair upon the saw blade.